Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing resulting in storage of non-sustained ventricular tachycardia (nsvt) episodes. The oversensing did not result in pacing inhibition. Additionally, decreased pacing impedance measurements of 240 ohms was observed. Programming changes were made. Subsequent information was received that this product was explanted and replaced. No adverse patient effects were reported.